Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate control results. This complaint is being reported because the reported since the test strips fell out of range. No evidence of a serious injury or that the patient exhibited any symptoms due to the alleged issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter met specification and was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Product was replaced and requested back. Serial# and lot # of the test strips was not provided.